Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, after obtaining a biopsy specimen from the ascending colon, a small metal piece had broken off from the head of the forceps and fell inside the patient. The forceps was removed from the patient and the procedure was completed with another radial jaw 3 biopsy forceps device. The user reported that after removing the device, the detached fragment was identified as the small piece that connects the wire to the jaw. The physician left the fragment to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, after obtaining a biopsy specimen from the ascending colon, a small metal piece had broken off from the head of the forceps and fell inside the patient. The forceps was removed from the patient and the procedure was completed with another radial jaw 3 biopsy forceps device. The user reported that after removing the device, the detached fragment was identified as the small piece that connects the wire to the jaw. The physician left the fragment to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient identifier is unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the tang hole of one jaw was broken. The fractured part was sent for sem material analysis. According to the material analysis the jaw exhibited a molding defect, and bending overload in the tang hole area. Additionally smeared material was noted. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that 'the small piece that connects the wire to the jaw was broken". The failure occurred due to material cold flow, therefore, the most probable root cause is a supplier manufacture issue. A review of the device history record (DHR) was performed; no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.